Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 03-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("aching joints"), myalgia ("muscle pain") and dizziness ("dizziness"). Essure treatment was not changed. At the time of the report, the headache, fatigue, arthralgia, myalgia and dizziness outcome was unknown. The reporter provided no causality assessment for arthralgia, dizziness, fatigue, headache and myalgia with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-sep-2021: quality safety evaluation of ptc. We received a serial number in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("aching joints"), myalgia ("muscle pain") and dizziness ("dizziness"). Essure treatment was not changed. At the time of the report, the headache, fatigue, arthralgia, myalgia and dizziness outcome was unknown. The reporter provided no causality assessment for arthralgia, dizziness, fatigue, headache and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Due to internal review it was detected that this report was reported as serious incident report by health authority. We received a serial number in this case. A technical investigation will be conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.